Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.

Manufacturer narrative:
A1: patient identifier: requested, no patient involved. A2: age & date of birth: requested, no patient involved. A3: patient sex: requested, no patient involved. A4: weight: requested, no patient involved. A5: ethnicity: requested, no patient involved. A6: race: requested, no patient involved. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal sheath and dilator did not lock. There was no patient involved. Additional information was received on 18sept2023: the user did not have difficulty inserting the locator into the hub. The user did not succeed in mating the locator and hub and was not able to successfully insert and lock the locator in the hub. There was no audible click on mating. There was no tactile feedback after mating. The locator did not separate after mating with the hub. The locator was not too loose to stay in place.